Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibration anomaly and also had multiple pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was vibrating and it won't stop and they also changed the battery and the pump continued vibrating. It was also reported that they had multiple pump errors. The customer was able to complete pump rewind. The customer was assisted with performing a self-test and was passed. Customer stated that the insulin pump was vibrating on its own on and off without any alarms going on. The customer was advised to monitor the pump. The insulin pump will be returned for analysis.